Event description:
It was reported that the right ventricular (rv) lead exhibited increased impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. No anomalies were found. Blood/body fluid was found on all conductors, including the defib conductor (not obstructed), which was also distorted. The outer insulation was breached cut with a white substance present, and exhibited a cosmetic depression and environmental stress cracking. The lead appeared to have been stretched and exhibited apparent explant damage. The analyst noted that it was not possible to determine how the blood entered the svc and rv legs. Additionally, there was only one set of setscrew marks on the is-1 pin, and it was too proximal, indicating that the lead was not fully inserted into the device.